Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the removal of the device, the internal bolster detached from the tube fell into the stomach. Reportedly, the detached bolster was not retrieved but was excreted naturally from the patient's body. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be good.